Event description:
An endurant stent graft was attempted for use in a patient for treatment of an abdominal aortic aneurysm. It was reported that the device kinked, so it was unable to release the stent graft. A second device was used to successfully complete the case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).